Manufacturer narrative:
(B)(4) was this device serviced by a third party? No patient information: no further patient information was provided by the customer.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.this report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/-30.

Event description:
The customer observed false positive sars-cov-2 igg results generated on the architect i1000sr processing module for one patient. The following data was provided:(B)(6) 2021: received first dose of pfizer vaccine(B)(6) 2021 (16 days after first vaccination dose):sars-cov-2 igg = 1.98 s/csars-cov-2 igm = 0.06 s/csars-cov-2 igg ii quant = 155.40 au/ml(B)(6) 2021: sars-cov2 rt-pcr = negativeabbott ag test = negative(B)(6) 2021 (20 days after first vaccination dose):sars-cov-2 igg = 1.60 s/csars-cov-2 igm = 0.04 s/csars-cov-2 igg ii quant = 132.90 au/ml no impact to patient management was reported.

Manufacturer narrative:
The customer observed positive results for a patient sample when testing was performed using architect sars-cov-2 igg reagent lot 23482fn00. The patient was vaccinated with 1 dose of pfizer-biontech vaccine on (B)(6) 2021 and the customer performed antibody determination on (B)(6) 2021 (16 days after the first dose) and on (B)(6) 2021 (20 days after the first dose). In this case no specific patient data was provided. It is unknown if the patient had previously been infected with covid-19 prior to vaccination. The complaint investigation for false positive results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature, and device history records. Additionally, return testing was performed on the returned patient sample and in-house sensitivity and specificity testing for reagent lot 23482fn00 was completed. Labeling was reviewed and found to adequately address the issue under review. Device history record review on lot 23482fn00 did not show any potential non-conformances, or deviations. In-house testing for reagent lot 23482fn00 for both clinical specificity and sensitivity was completed using a retained sample of the complaint lot. Two architect instruments were calibrated with the complaint lot and controls were ran. For specificity testing, twenty replicates of the negative control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. For sensitivity testing, twenty replicates of the positive control were tested on each analyzer and all validity and acceptance criteria were met indicating that the lot is performing acceptably. Return testing was performed on the returned patient sample (tube ID (B)(6) using the 6r86 igg assay and additionally the 6r87 igm assay and the 6s60 igg ii quant assay. The following results were obtained, all of which align with the customer results: nucleocapsid igg (6r86) result: 2.01 s/c (positive), treated with hbt nucleocapsid igg (6r86) result: 2.20 s/c (positive), quant spike igg result: 165.53 au/ml (3.31 s/co) (positive), spike igm (6r87) result: 0.05 s/c (negative), a reactive result of treated sample with hbt to igg nucleocapsid assay show that sample did not have heterophilic antibody interference. Additional testing for total ig using in process development assays gave the following results: total ig combo: nucleocapsid 0.30 s/c (negative), spike 6.14 s/c (positive). Results should be used in conjunction with other data; e.g., symptoms, results of other tests and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, no systemic issue or deficiency of the architect sars-cov2-igg for lot 23482fn00 was identified.this follow up is being submitted to include information previously submitted.